Event description:
This device case, which does not involve an adverse event, concern a pt. The pt was taking human insulin isophane suspension (humulin n) and human regular insulin (humulin r) for unspecified indications. The pt used a pen injector device (humapen ergo, teal-clear). The pt operated the device and was a trained user. Duration of humapen use was two months. The pt's medical history was not provided and it is unknown if pt was taking concomitant medications on feb-2002, the pt reported that pt dropped humapen (lot unk/ ms8929), and as a result, the cartridge holder engagement tabs broke off. There was no malfunction reported. The pt used bd ultra-fine iii mini needle tips (31g, 5mm) and stored humapen outside of the fridge. The pt obtained new humapens from the pharmacy. It is unknown if the pt continues treatment with humulin n and humulin r. The pt will not be returning the device for analysis as pt no longer has the humapen and was unsure of what pt did with it. The pt's pharmacist was not able to provide further info regarding the condition or location of the humapen in question. The affiliate quality control dept could not confirm that the device in question had two broken engagement tabs as the device was not returned to the co for analysis. Pharmaceutical delivery systems (pds) stated that since no complaint sample was received, no defects could be confirmed. Subseqently, since it was clearly stated that both engagement tabs were broken, this will be reported incident. The pt's outcome is unknown and further information is not expected.